Manufacturer narrative:
Results: the benchmark was fractured approximately 18.0 cm from the hub and the inner support coils were unraveled. The benchmark was kinked approximately 20.0 cm from the hub. The benchmark and neuron max were damaged and, therefore, both devices could not be functionally tested. Conclusions: evaluation of the returned benchmark and neuron max revealed that both catheters were fractured. If the benchmark is forcefully handled during preparation, damage such as a fracture may occur. The benchmark was also kinked. This kinks may have occurred due to packaging the device for return. Further evaluation of the neuron max revealed that the distal atraumatic tip was fractured. If the packaging mandrel is unsecured from the packaging card while the device is being removed from the packaging, the packaging mandrel may slide into the packaging tube. This may cause the neuron max to become pinned between the packaging tube and the packaging mandrel. If the device is forcefully retracted while the device is pinned, damaged such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00904.

Event description:
While preparing a benchmark 6f 071 delivery catheter (benchmark) for a medical procedure, it broke in two pieces about 20cm from the hub. The hospital staff also found that a neuron max 6f 088 long sheath (neuron max) was stuck on the packaging mandrel and when they removed the neuron max from the packaging, the tip of the neuron max was ripped off. Therefore, the benchmark and the neuron max were not used in the procedure. The procedure was completed using new benchmark and neuron max.